Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and peritonitis reported as inflammation. The cause was reported to be due to an unspecified fungal infection (no further detail was provided). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the cloudy pd effluent and inflammation with penicillin (dose, route, and frequency were not reported). It was reported that pd therapy was withdrawn during the treatment. On an unreported date, the patient was recovered from the event. No further detail was provided regarding the status of pd therapy. No additional information is available.